Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no similar incidents reported from this lot. Fluoroscopic images were provided of the clip. The images were further reviewed by an abbott vascular senior medical advisor who noted that the images show a gap between the arm and the gripper. The gripper seems not to slide laterally relative to the arm. There was an single leaflet device attachment (slda) immediately after successful clip deployment. All available information was investigated and the reported unusual movement of the gripper and subsequent slda of the clip was likely influenced by the prolapse leaflet (patient morphology/pathology). Further evidence supporting this conclusion is that there were no issues reported during preparation, no issues with grasping or lowering the grippers and no further indication of a device issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is submitted because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that during a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, the first mitraclip was implanted reducing mr to less than one. Two minutes after clip deployment, the clip detached from the anterior mitral valve leaflet but remained attached to the posterior leaflet, as observed on echocardiogram, and mr returned to grade 4. The movement of the gripper on fluoroscopy showed an unusual movement. The physician suspected the unusual gripper movement may have been the reason for the single leaflet device attachment. A second mitraclip was implanted to stabilize the first clip. Mr was reduced from grade 4 to grade 3. No additional information was provided.